Event description:
It was reported that that during a scheduled full system replacement procedure at physician discretion, the physician experienced difficulty with helix retraction of this right ventricular (rv) lead. The rv lead was explanted, and the tip appeared to have bent. A new device was successfully implanted. This lead is expected to return. No additional adverse patient effects were reported. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection of the lead body and helix found dried blood and tissue around the helix and the tip to be deformed. Subsequent testing identified that the deformation of the helix tip may have caused or contributed to the reported helix extension/retraction problems.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection of the lead body and helix found dried blood and tissue around the helix and the tip to be deformed. Subsequent testing identified that the deformation of the helix tip may have caused or contributed to the reported helix extension/retraction problems.

Event description:
It was reported that that during a scheduled full system replacement procedure at physician discretion, the physician experienced difficulty with helix retraction of this right ventricular (rv) lead. The rv lead was explanted, and the tip appeared to have bent. A new device was successfully implanted. This lead is expected to return. No additional adverse patient effects were reported.